Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument stopped working. The breakage could not be confirmed by naked eye. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information: the instrument did not have any functional failure. No arcing, smoking, sparking or melting was observed. The instrument did not move with unintuitive or uncontrolled motion. The surgeon was unable to operate cautery. There was a possibility that the cable was damaged, but this could not be confirmed visually. The next day, the instrument was installed and checked for operation, but the engagement failed, so it was submitted as a defect report. No fragment(s) from the distal end got detached or broke away. The instrument was no long moving. The instrument was returned was evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): d4. Lot number was updated to: k15250206 0249.